Event description:
One touch ultra meter would not power on. Pt had tried replacing the battery, but the issue still persisted and was not resolved with troubleshooting. Medical affairs specialist was not able to reach the pt to obtain more clinical info. Pt did not experience any symptoms, but went to their doctor's office where their blood glucose reading was 214 mg/dl. Pt was given an insulin shot. Normally, pt takes oral medications at home. This case is reported as a meter malfunction due to the power issue not being resolved.